Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of post-sensed t wave oversensing recorded by the implantable cardioverter defibrillator. The patient was stable. Further information was requested but not received.